Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the high-definition lcd monitor, the monitor would not turn on. The issue occurred during preparation for use for a diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the diagnostic procedure was a cystoscopy, and there was no procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. Based on the results of the investigation, a definitive root cause for this issue was not established, and cause not determined. Olympus will continue to monitor field performance for this device.